Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) and a boston snare during an endoscopic mucosal resection (emr). The generator settings were endocut q, effect 3, duration 2, interval 3 and forced coag, effect 2, 25 watts. Upon removing a polyp in the descending colon there was a significant burn at the site of the interventional work. The patient had to be re-scoped and clips were applied to the affected area to address the necrosis. No further information involving the patient's condition was provided.

Manufacturer narrative:
The esu and accessories were returned and thoroughly inspected/tested. The findings were as follows: esu: the unit was found to be functioning as intended. A review of the chronological data at the time of the incident did not reveal any equipment problem. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. Accessories: the vio two pedal footswitch [part number (p/n) 20189-305, lot number (l/n) wo242367], monopolar cable (p/n 20192-130, l/n 0318) and power cable (p/n 0322.157l) were tested and found to be functioning properly. In conclusion, no equipment or accessory problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported incident. Therefore, no conclusive determination could be made as to the cause of the event. To further address the issue, additional in-service work will be offered to the staff at the medical center. No trends have been identified and erbe USA, inc. Is now closing the file on this event.